Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the leads are loose. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-dec-07 reporting that the patient did not receive pain relief from the new programs and a surgery was planned but not yet scheduled. Device information was not able to be clarified by the manufacturer representative. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3888-45, lot# va08w7z, implanted: (B)(6) 2014, product type lead. Product ID 3888-45 ,lot# va08w7z , implanted: (B)(6) 2014, product type lead. Product ID 3888-45, lot# va08w7z , implanted: (B)(6) 2014, product type lead. Product ID 3888-45, lot# va0935v , implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was in a car accident. Since the accident, the patient had increased pain. The pain was in the patient¿s left face and behind their left ear. Impedance was checked and showed greater than 10000 on electrodes 4-12 and 15. The manufacturer representative was unable to program those electrodes. The manufacturer representative created 2 programs on good electrodes for the patient to try. The health care provider (hcp) will possibly schedule a revision. The issue was not resolved at the time of the report. It was unknown if a surgical intervention was planned. Patient status was noted to be alive with injury due to the car accident. The leads were reported to not be working. Patient weight and medical history were asked but not made available. This event was reported to occur on (B)(6) 2017. No further complications were reported.